Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left rupture. Device remains implanted.

Event description:
Healthcare professional later reported "multifocal rum enhancing fluid collections at the left breast with skin thickening," "multifocal foreign material granulomas," "several lymph nodes with mild cortical thickening in the left axilla" and "extracapsular rupture in the left breast at upper/outer portion with suspicious spillage at left inner breast" via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: silicone migration, seroma-late, lymphadenopathy, granuloma.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture/silicone migration: observed an opening assessed as surgical damage. Seroma-late: unable to observe. Lymphadenopathy: unable to observe. Granuloma: unable to observe. Edema: unable to observe. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side rupture. Healthcare professional later reported "multifocal rum enhancing fluid collections at the left breast with skin thickening," "multifocal foreign material granulomas," "several lymph nodes with mild cortical thickening in the left axilla" and "extracapsular rupture in the left breast at upper/outer portion with suspicious spillage at left inner breast" via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Healthcare professional later reported "multifocal rum enhancing fluid collections at the left breast with skin thickening," "multifocal foreign material granulomas," "several lymph nodes with mild cortical thickening in the left axilla" and "extracapsular rupture in the left breast at upper/outer portion with suspicious spillage at left inner breast" via ultrasound. Device has been explanted and replaced.